Event description:
It was reported that the control panel did not work in an arctic sun device. Per review of wo on 05mar2024, device was used on patient and no patient impact or injury reported. Per follow up information received via email on 25apr2024, repair was done onsite. The manifold was replaced because this was causing the problem, along with that the circulation pump was not giving good flow so it was also replaced. No patient impact reported. Per follow up information updated from wo on 29apr2024, the functional test was performed correctly. The device was used on patient and no patient impact or injury reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel did not work in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient and no patient impact or injury reported. Per follow up information received via email on (B)(6) 2024, repair was done onsite. The manifold was replaced because this was causing the problem, along with that the circulation pump was not giving good flow so it was also replaced. No patient impact reported. Per follow up information updated from wo on (B)(6) 2024, the functional test was performed correctly. The device was used on patient and no patient impact or injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.